Event description:
Sales consultant and facility reported a problem with the matrix minimally invasive system (mis) that occurred during a procedure on (B)(6) 2013. The sc reported that the surgeon had funneled, tightened, and torqued off the cap in order to loosen it to redirect the 6.0mm cannulated polyaxial screw, and the entire head of the screw popped off. After screw head broke off surgeon removed the broken screw shaft, removed another screw (they were connected with a trans connector) and cut the rod out on the left side. It was noted the second screw was intact when removed. Surgeon then closed the patient. Surgery was delayed one hour. Two days later on (B)(6) 2013 medical intervention was needed: the construct became unstable. Surgeon performed an anterior lumbar interbody fusion (alif) on the patient. It was reported that the parts have been disposed by the facility and are not available for return. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.